Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device had its low battery indicator illuminated and would no longer power on. There was no patient use associated.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be an electrically leaky filter, designator fl9 from the analog pcb assembly. It was also observed that the filter had process residue on it. The leaky filter caused the internal hlc batteries to become depleted.